Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 48 mg/dl at the time of the incident. The customer reported that yesterday, he got on the pump and though the site was not giving an even distribution of insulin. He had a lot of buildup and noticed in the past, where he puts a needle that it doesn't take. The customer treated low blood glucose of 48mg/dl and has blood glucose of 107mg/dl and also woke up at 87mg/dl. He doesn't think the pump is under delivering and will call back if he needs any further assistance. The insulin pump will not be returned for analysis.